Event description:
Additional information received from the patient noted that the "painful, popped back" hadn't been resolved due to the fact that the patient hadn't been able to see their doctor but they hoped to have the painful issue resolved soon.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0v5j9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient's back "popped". Patient reports her back popped when she was getting a heavy container of sugar off the shelf. She felt her back pop and it was so painful. She was not sure if she hurt her "box" (neurostimulator) or not, but "something popped back there". She already called implanting hcp's (healthcare provider) office but was told that they could not help her and that she would have to see somebody else. She was not sure the specific reason why hcp office said they could not assist. This was her only hcp she had for neurostimulator therapy. There was a sudden change in therapy/symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.